Event description:
Loss of implant. Primary stability achieved. Implantation without flap procedure (with punching of the gingiva). Patient smokes. Inflammation, implant was under an overdenture. Implant loss probable caused by overloading.